Event description:
During diagnostic cardiac catheterization, #6f perclose suture mediated closure system became fixed in the right femoral artery. The pt was taken to the operating room where the vascular surgeon clipped the suture and removed the device in its entirety. There was no harm to the pt as a result of this event.